Manufacturer narrative:
Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense channel which was oversensed and resulted in inappropriate delivery of anti-tachycardia pacing (atp). The noise occurred a couple hours post implant and only one episode was stored. All diagnostics were acceptable at the post operative device check. No adverse patient effects were reported.